Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2011 and a sling was used. It was unknown which date the mesh was implanted on. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01919. The same patient is represented in each medwatch.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced pain, vaginal pain, erosion of her internal bodily tissue, urinary tract infections, bleeding, leakage, painful intercourse and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures and underwent surgeries to remove the eroded mesh on (B)(6) 2011, and (B)(6) 2012. (B)(4). Dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.